Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that his daughter's insulin pump had a keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer's father also reported a no delivery alarm. The customer was trying to deliver a bolus when the alarm occurred and noticed that the up arrow and b button were not responding. The customer was assisted in troubleshooting for no delivery alarm as well as keypad anomaly. The customer reported that the insulin exited. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no excessive no delivery /occlusion alarm due to unresponsive button. However, keypad flattened button dome switch (creased) was found on esc, act, up and down.